Event description:
Additional information received reported that the only intervention that showed was therapy suspension on (B)(6) 2011. It was noted that the leads remained in the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced inadequate pain coverage. Impedance values were reported to have been greater than 10,000. E xamination diagnostic results noted inadequate pain coverage and high impedances on (B)(6) 2011 and poor pain coverage 8 days later. All electrodes were reported to have been greater than 10,000. It was later reported the therapy was suspended on (B)(6) 2011. The reported outcome was that the patient resolved without sequelae the same day as therapy suspension.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).